Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse ordered a new sampling needle assembly to be delivered to the site. The following day, fse performed troubleshooting over the phone to assist the customer with how to replace the damaged sampling needle assembly. The customer was subsequently able to resume operations. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a bent sampling needle assembly.

Event description:
It was reported that the customer received the "706 syringe-l "error after receiving periodic maintenance on their g8 analyzer. The customer stated that sampling needle assembly crashed upon device startup. The customer changed the sampling needle assembly and restarted, but now there was a loud noise coming from the device. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.